Manufacturer narrative:
The pod was received with the needle mechanism deployed. Extensive corrosion was observed on multiple internal components. Due to the observed corrosion on both the batteries and pcb assembly, the pod data was not able to be downloaded. Since the pod data was not able to be obtained, the user's cloud data from the date of occurrence was downloaded. It was observed that a pod error with an error code ending in -066 (0x42) was generated on the date of occurrence. This error code indicates that the rotational sensor transitioned in too few pulses. Fluid had no issues traveling the complete fluid path. Further inspection of the bottom housing vent, o-ring, reservoir cap, and cannula plug found no damages or deficiencies. No leaks were observed. The exact time and cause of the observed corrosion could not be determined. It could not be determined whether the observed corrosion contributed to the observed hazard alarm. The cause of the reported hazard alarm event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g996usqsjhzb1 hardware: sm-g996u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod hazard alarm during operation. The investigation observed internal corrosion without evidence of crack or fluid path. It was also reported that the patient's blood glucose level rose above 250 mg/dl while wearing the pod on the infusion site (abdomen) between 4 and 24 hours.